Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2011-02326. The pt received her scs system, including two percutaneous leads and two anchors, on (B)(6) 2011. It was reported the leads and anchors were explanted and replaced due to lead migration. No pt complications were reported as a result of this event.